Event description:
Pt presented with 26mm neck (5mm length); in 2009, pt had implant of a 25-16-140bl bifurcated device, a 25-25-75l infrarenal proximal extension, and a 28-28-95rl suprarenal proximal extension. There was a slight intraoperative proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed, however, the leak persisted and the physician decided to leave for monitoring. Follow up images revealed that the type I leak and not resolved. Six days later, the pt was treated with two 34-34-80l infrarenal proximal extensions. There was still a slight endoleak. The physician will follow up in a few days.

Manufacturer narrative:
Add'l device info: infrarenal proximal extension. Model no. 34-34-80l. Lot no. W09-0670-024. Expiration date: 3/1/12. Infrarenal proximal extension. Model no. 34-34-80l. Lot no. W09-0734-016. Expiration date: 4/1/12. Review of lot records/work orders, prior reports. No issues were noted. Unk if pt's anatomy met criteria for indication for use. Use of palmaz stent is off-label.